Manufacturer narrative:
Five devices were returned and evaluated. The evaluation result is as follows: five devices were received and evaluated for the complaint regarding the device fell off event. All devices were inspected and due to the foam pad used condition upon receipt, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.

Event description:
The patient reported that on an unknown date patient was sitting outside and felt a poking sensation on her abdomen, when patient investigated the issue patient noticed that the adhesive pad did not stay attached to the body. Patient said she was only wearing the v-go for a few hours but it was very hot outside at the time.